Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no complications reported and the patient condition was good.